Manufacturer narrative:
The technician found that the head gas springs had an internal failure. He replaced the head gas springs and the head section function properly.

Event description:
Information received indicates the head section could not be lower and the head section was in the highest position.